Event description:
The rep reported the device was used during a small bowel resection, exploratory laparotomy. It was reported that two tl90s were used. The first one's staples did not form well and the second one's knob broke while turning. Another tl90 was opened to complete the case. There was no consequence to the pt.